Event description:
It was reported that the clinician noted an infection at the patient¿s follow-up appointment on (B)(6) 2014. The infection occurred at the pocket site and the doctor noticed oozing. The doctor prescribed an antibiotic and would continue to monitor the patient. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0p20c, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# va0p20c, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received noted that a culture was taken, but the manufacturer's representative did not know the results. The manufacturer's representative did not know if it was resolved as the patient was following up with her physician. The manufacturer's representative did not know if the patient was to be re-implanted.

Event description:
Additional information received reported that the patient had her lead and implantable neurostimulator (ins) removed on (B)(6) 2014. The patient was continuing on antibiotics.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that perioperative antibiotics were administered. Date of onset/diagnosis of infection was (B)(6) 2014. The patient did not have meningitis. Signs and symptoms of the infection included: redness, swelling, drainage, pain, and incisional wound opening. The primary location of the infection was the device pocket and a culture was obtained from the device pocket. The type of organism cultured was noted as staph aureus and unknown. Treatment for the infection included both IV and oral antibiotics and total device system explant. The patient outcome was noted as infection resolved.